Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the tubing set indicates a cut in the tubing. Further inspection under magnification shows that the cut has smooth edges, indicating the tubing set was cut by a sharp edge. The customer complaint of leakage was verified. A root cause analysis was forwarded to the manufacturer. After the investigation, the root cause of the damage seen in the sample could not be replicated in the production process. Additionally, the holes look to have been created by a sharp object. Due to this, the issue could not be related to manufacturing, and a root cause could not be determined. A device history record review for model 2420-0007 lot number 25065482 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: I have another tubing leak. This one occurred with staff nurse spiking and hanging a nss for a patient, never placed in the alaris pump yet and nss fluid came out of the upper portion of the tubing. Thankfully this was not chemotherapy.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.